Event description:
It is reported that during a total hip arthroplasty, the screw went completely through the shell. Post-op x-rays confirmed the head of the screw to be on the back side of the shell. No unusual amount of force was used to implant the screw. Two more screws were implanted without a problem using the same technique.

Manufacturer narrative:
(B)(4). Eval summary: the tm modular acetabular shell and trilogy bone screw were not available for analysis and their conditions are unk. The surgical notes are unavailable, and it is unk if the screw was inserted according to the surgical technique. The instruments used are also unk. Based on the available info and observations, screw pull-through the acetabular shell hole may have been due to one or a combination of mechanisms. The screw may have been inserted through the shell at an extreme angle. This may have been possible if the pilot hole was drilled without the use of a drill guide, or if the drill guide was not inserted into the screw hole, which would allow for extreme angulation. Alternatively, excessive torque may have been applied when attempting to fixate the screw. However, no definitive cause analysis can be completed with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.